Manufacturer narrative:
The device was received for evaluation. The investigation is pending.

Event description:
The event occurred on an unspecified day in (B)(6) 2022 and involved a plum 360 infusion pump that infused 1 hour earlier than programmed. A male, diabetic patient was receiving total parenteral nutrition (tpn) through a central venous catheter for 24 hours, during 14 days. It was reported that the tpn was programmed to infuse in a range of 66 to 72 ml/hr, where the total volume was sufficient for 24 hours. The customer stated that per the hospitals protocol, the tpn is weighed prior to being dispatched to the service. The first time the event occurred, the pump was changed, and this change was made 3 consecutive days due to the pump completing infusion 1 hour earlier than programmed with 3 different pumps. Once the infusion ended earlier, the patient was administered glucose 30% for 1 hour while the new tpn was installed. There was patient involvement, however no report of patient harm.

Manufacturer narrative:
Received device for evaluation. A visual inspection was performed, and the device was found to be in normal condition. The client does not specify an exact date on which the event occurred, it only comments on a speed range between 66 and 72ml/h with a time of 24hrs. The event history was downloaded from the device and on 30-apr-2022 01:04 (pump time) a programming with a volume to be infused of 210ml was found, with an administration rate of 10ml/hrs for a duration of 21 hrs, this infusion was stopped on 30-apr-2022 at 07:53 (6 hours and 49 minutes later) by the user and was performed in continuous mode, this infusion did not deliver what was programmed. The device was programmed on channel a to deliver a volume of 1656 ml in 24 hours, at a flow rate of 69 ml/hr, resulting in 1657 ml delivered in 24 hours 0 minutes. 1656 ml 5% = (+/- 82.2 ml) with a tolerance of +/- 5%, the delivery value was found in the allowed range. Based on customer experience, the device terminated the infusion early. But the client's protocol tests determined that the device worked 24 hours 0 minutes without interruption and the infusion was completed without problems. The probable cause was not found. It can be concluded that during the customer protocol and product verification tests. The device infused correctly without over delivery, it did not generate faults or technical alarms, or over programming produced by the keyboard.